Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s charging pad did not charge the ilet reliably, requiring frequent repositioning to achieve alignment, with the indicator light cycling on and off, consistent with a charging failure of the external charger component. Symptoms included no clinical effects. Outcomes included no impact on health, no alarms, and no hospitalization. Investigation included customer troubleshooting and education performed remotely. Investigation of this case revealed a malfunction of the charger consistent with intermittent power transfer or alignment sensitivity of the charging pad. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the charger.